Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 99% stenosed lesion in the mid-left anterior descending (mlad) artery. A 1.50x12mm mini trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy and inflated one time to 10 atmospheres (atm), when the balloon ruptured. The bdc was removed without issue and a non-abbott balloon with a new abbott balloon, were used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.